Manufacturer narrative:
(B)(4). Date of initial report: 10/17/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not adequately an artery. Multiple activations were made without a full seal. A 50cc of bleeding resulted from the issue, and another device of the same type was used to continue the procedure.

Manufacturer narrative:
(B)(4). One used lf1537 ligasure device was received, and evaluation of the sample could not confirm the reported issue. The sample was received in a condition that did not allow for seal testing. Visual inspection found the body weld had split on the device and the leading edge of the blade was damaged. Because of the broken weld, the device could not grasp tissue within the jaws in order to seal. This type of body damage can occur when excessive force is placed on the knife trigger blade, and allows the knife to be deployed when the jaws were open. The blade edge also had signs of possible use over a metal object such as staples. The investigation identified the root cause of the issue as misuse by the customer. When the knife is deployed over hard objects such as staples, the object damages the knife and forces it to move upward, hitting the seal plate. If excessive force continues to be exerted on the knife to cut, it can cause the body weld to break. The instructions for use included with this product cautions users not to engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process.